Event description:
Pt with esrd, end stage renal disease had placement of right internal jugular hemodialysis catheter placed. Patient did start on dialysis while in the hospital and was discharged to home. Patient was re-admitted with catheter dysfuntion. Pt was taken to or. Upon removing the catheter, it was tested for defects and a jet stream hole in the catheter right at the skin level after the two lines were joined. A new catheter was inserted.